Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was alleged by claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6) 2018 and revised on (B)(6) 2024 due to pain, stiffness and collapse of the cartiva implant. Claimant demands compensation.

Manufacturer narrative:
Correction to d4(catalog #). The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was alleged by claimant, through counsel, that she was implanted with cartiva on the left side on (B)(6)2018 and revised on (B)(6)2024 due to pain, stiffness and collapse of the cartiva implant. Claimant demands compensation.